Event description:
It was reported that the customer was not able to prime and had a compromised force sensor system alarm. Customer's blood glucose level was 350 mg/dl. Troubleshooting was performed and customer stated that the drive support cap appears to be normal. Customer also mentioned that it was leaking at her site when she went to treat. Customer does not have any syringes. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to faulty force sensor resistor. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and broken belt clip slot.